Event description:
This report is based on information provided by philips bench service personnel, and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that device is not delivering the shock. Based on the information available and the testing conducted, the cause of the reported problem was not exactly identified. Based on the information available, philips service personnel cleaned the paddles and checked the operation. System is working as per manufacturers specifications. A review of the risk management file was performed. And it was determined, that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements, per the post market surveillance and risk management processes. The device was operational after the paddles were cleaned. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.